Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post initial left tka, surgeon removed the existing insert of this 70 y/o female patient and replaced with a new insert. Imo the femur appeared to be loose. Surgeon took samples for culture and elected to change only the tibial insert at this time. Patient was revised to a truliant tib imp cr ins std sz 1.5, 9 mm. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-ray received. The device is not available for evaluation due to facility will not release to rep. As of note" it appeared that patient was experiencing cardiac issues that according to staff in room had not appeared on the cardiac clearance".

Manufacturer narrative:
(H3) the revision reported may have been the result of malalignment, femoral loosening, and/or patient-related conditions, which led to instability and an increase in cement and bone particles in the joint space and resulted in prosthesis wear. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device was not available for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
After further review of additional information received the following sections d4, g3, g6, h2, h4, h7 and h9 have been updated accordingly. Additional information, including the product investigation, will be submitted within 30 days of receipt section d4: catalog number, unique identifier (UDI) # section g4: PMA/510(k)number.